Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the battery had to be changed three times in the past 3 days. Prior to this, it was reported that the battery had been lasting 30-45 days. Reportedly, a new package of energizer ultimate lithium batteries were used and there was no damage to the battery compartment or battery cap reported. The reporter stated that 2 different packs of batteries were tried and the issue remained. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2014 with the following findings: there was no evidence of short battery life observed from the pump. Two warnings were observed due a discharged battery wear. Short battery life was not duplicated during investigation. The pump performed within specifications. There was no intermittent condition observed to the power circuit.